Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including growths near her underarms that a dermatologist diagnosed as skin tags, depression, anxiety, intense rage, body image issues due to a cyst in the breast area, scalp problems, and autoimmune issues that show up on tests as speckled results for antibodies. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. The patient expressed concern about lymphoma because she has a family history of breast cancer and her brother was diagnosed with lymphoma. The patient reported she had a bilateral mastectomy twenty years ago due to this family history. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the left breast prosthesis.